Event description:
It was reported that during a pci procedure, the viva balloon ruptured. The 85% stenosed lesion was located in the moderately calcified ramus. The balloon was being used to post-dilate another manufacturer's stent. Two viva balloons were used in a kissing balloon technique however, the viva balloon located inside the stent ruptured during the initial inflation to 6 atms. The procedure was successfully completed. There were no reported pt complications. Pt status listed as "fine".